Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink in the telescope assembly from femoral marker to the proximal end. Impedance testing shows an electrical open at proximal wave form. It was observed that the catheter leaked from the open hole of lapjoint area in the sheath when it was flushed. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 11may2016. It was reported that lost image occurred. An opticross¿ imaging catheter was selected to view an unspecified target lesion. When the physician tested the device outside of the patient, no issues were noted. However, upon performing pullback, image disappeared. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed an open hole in the sheath lapjoint area.